Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level due to other medication. Customer¿s blood glucose level was 600 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer was declined for troubleshooting and was treated with correction pens. The insulin pump will not be returned for analysis.